Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have call ambulance and was taken to the hospital on (B)(6) 2016 with blood glucose of 270 mg/dl. Customer had symptom of feeling dizzy. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call and could not leave hospital until reconnected to new insulin pump. Customer was not wearing insulin pump at the time of hospitalization. Customer removed insulin pump three days prior to hospitaliztion due to insulin pump falling causing damage to resevoir compartment. Customer reported that reservoir could no longer lock in place. Customer was advised that insulin pump would need to be replaced.